Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown tissue expanders and experienced unknown side sensation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on february 20, 2024, it was decided to remove clinical code paresthesia, and add appropriate term / code not available for generalized illness as per reported pain, bruising, hair not growing, and skin issues to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) clinical coding update under field h6 per secondary clinical review.

Manufacturer narrative:
On february 26, 2024, mentor received translation as below: - unknown geographical location. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on april 3, 2024, it was decided to remove problem code adverse event and add device problem code deflation (post-implant) to field h6 on this form. Hence, is product problem under field b1 has been selected. Manufacturer¿s reference number: (B)(4). Device problem code update under field h6 per secondary clinical review.